Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient information was not shown in the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient information was not coming across to pyxis enterprise server console. A technical support specialist dialed into the server, found a 1729-minute delay in last heartbeat local date time; confirmed missing patient medical record numbers, identified net. Pipe and net. Tcp listener services were not running. So, restarted and re-ran the query, heartbeat reset to 0 minutes, verified patient data and test entries were then visible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient information was not shown in the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.